Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the cable connecting the rear therapy electrode (te) and distribution node (dn) was pulled from the dn strain relief, damaging internal wires. In addition, the trunk cable was missing. The root cause of the damaged cables is excessive force and physical abuse. No adverse event resulted from the damaged cable.